Manufacturer narrative:
No electrodes were returned to olympus for evaluation. However, based on similar reported complaints the most probable cause of the reported event are as follows: the electrical output settings on the generator are too high, the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to break, and the loop wire comes in contact with metal. If additional information becomes available at later time or if the device is returned for evaluation, this report will be updated accordingly.

Event description:
The user facility reported that the loop on two electrodes became detached from the wire and fell into the patient's bladder during a transurethral resection of bladder tumor (turb) procedure. The device fragments were retrieved from the patient using an unspecified method. There was no sparking/arcing observed. There esu settings were (B)(4). No error messages were noted from the esu prior to the reported event. The procedure was completed using a similar device. No patient injury was reported. In addition, the device was inspected prior to procedure with no abnormalities noted. Two of 2.

Manufacturer narrative:
The electrode (2 of 2) was returned to olympus for evaluation. The evaluation confirmed the reported device complaint. A visual inspection of the device found the loop wire on the distal end side was broken off. The broken loop wire was not returned. There was evidence of charred and melted marks on the yellow filters. There were no signs of damage to shaft or proximal end of the device. Based on the evaluation results and similar reports, the likely cause of the device damage is attributed to contact between the loop wire and metal while the generator was activated.

Manufacturer narrative:
The OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the electrode. The DHR review revealed no abnormalities/non-conformities for this device.